Manufacturer narrative:
(B)(4) to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? Other relevant patient history/concomitant medications product code and lot number? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh exposure first noted by a physician? Onset date/time of the pain from surgery location and character of the chronic pain? Please provide a date and surgical findings of re-operation/mesh excision. What is physician¿s opinion as to the etiology of or contributing factors to this event? Was the chronic pain resolved after re-operation? What is the patient's current status?"

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced chronic pain, dyspareunia and mesh exposure and a vaginal portion of mesh was excised. Additional information was requested.